Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose of 559 mg/dl. The customer attempted to treat with a manual dose injection, however, was treated in the ER intravenously with fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2023 with issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.